Manufacturer narrative:
Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(6) 2024 due to a different issue. The fse replaced tubing and pinch valves on the analyzer. Instrument performance testing was acceptable.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Calibration was acceptable. Qc data showed fluctuating results. No issues were identified on the alarm trace data. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was < 3 ng/l. A 2nd sample was obtained and the result was 27 ng/l. A 3rd sample was obtained and the result was < 3 ng/l. On (B)(6) 2024 all 3 samples were repeated and the result for the 2nd sample was <3 ng/l.